Event description:
It was reported that the lead did not have good testing results unless a stylet was inserted into it. It was also reported that multiple repositions occurred and the r wave values were acceptable, but upon removal of stylet, the r wave value was reduced dramatically. This lead was not used and the new lead performed as expected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): no anomalies found, but conductor was distorted and blood was on helix; full lead returned and analyzed.